Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l3-l5 using an interbody fusion cage along with rhbmp-2/acs. The doctor also performed a posterior lumbar fusion at l3-l5 using rhbmp-2/acs. Bmp-2 was placed into the disk space prior to the insertion of the fusion cage, and bmp2 was also used in the transverse processes at l3-l4 as well. Following surgery, the patient followed up with his physician. He began to develop radiating pain in his lower extremities. The patient has never recovered from his surgery, and continues to experience from daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 1999, the patient presented with chest pain. On (B)(6) 1999, patient presented with multiple bruises and underwent x-ray /right ribs. Impression: normal right ribs. Incidentally noted is a significant levo scoliosis of the lumbar spine which may be of some significance in a patient aged (B)(6). He also underwent urinalysis which shows normal results. On (B)(6) 2004, patient presented with pain as he hurt his right arm and shoulder when he fell post op surgery. He underwent physical examinations and x-rays. Impression: limited shoulder due to patient positioning; degenerative hypertrophy of the ac joints, however, no evidence for acute fracture or dislocation. On (B)(6) 2004, patient presented with stomach and shoulder pain and underwent musculoskeletal and cbc examinations. His x-ray report states that moderate non-obstructive ileus; hyper expanded lungs suggesting copd. On (B)(6) 2005, patient presented with neck and shoulder pain complaining trauma, and possible fracture. Patient underwent x-ray of right shoulder. Impression: mild hypertrophy of the ac joint, otherwise unremarkable right shoulder. On (B)(6) 2014, patient was admitted due to back pain and was discharged the same day after carrying out some examinations and prescribing medicines. Impression (laboratory): low rbc, albumin/globulin ratio, bun; high mcv, mch, eosinophil; impression (radiology CT abdomen wo <(>&<)> pelvis wo contrast): reveals no acute disease process. Per medical records, sagittal reconstructed images demonstrate postop changes in the lumbar spine with pedicle screws at l3-l4. There is a spacing device. Also, there is considerable disc space narrowing at l2-l3. There were no fractures. There are atherosclerotic changes. On (B)(6) 2015, patient presented with back pain. She was prescribed some medicines after her general physical examinations and discharged with instructions. On (B)(6) 2010 the patient was presented for office visit with severe pain in his back radiating to his right leg. Impressions: herniated intervertebral disc l3-4, right. On (B)(6) 2010 the patient underwent x-rays of the chest. No complication was reported. On (B)(6) 2010 the patient underwent a surgery. Preoperative diagnosis: herniated intervertebral disc l3-4. Procedures performed: laminectomy. Disc excision, l3-4. The patient also underwent x-rays of the lumbar spine to perform discectomy. On (B)(6) 2010 the patient was presented for office visit. His physical examination showed a positive straight leg raising and an absent patella reflex. Impressions: recurrent disc. On (B)(6) 2010 the patient underwent MRI of the lumbar spine. Impressions: right l3/4 facet as well as epidural fibrosis. He has type -1 modic changes at the l3/4 level. Alignment generally is normal (B)(6) 2010: the patient was also presented for office visit with recurrence of back and right leg pain. On (B)(6) 2010 the patient underwent CT scan of the lumbar spine due to degenerative disc disease and disc herniation. Impressions: multilevel degenerative disc disease and spondyiosig with areas of bilateral neural foraminal narrowing as described. Left -paracentral l4-l5 disc protrusion with possible compression of the left l5 nerve root. Postoperative changes right l3-l4. Abnormal soft tissue in the right neural foramen may represent a disc protrusion or postoperative fibrosis and could be further evaluated with post-contrast MRI if indicated. The patient was also presented for office visit. Impressions: recurrent right l3-4 herniated nucleus pulposus with l3-4 degenerative instability. On (B)(6) 2010 the patient was presented for office visit with low back and right leg pain. The patient also underwent MRI of the lumbar spine. Impressions: large recurrent disc herniation at l3-4 on the right. He had widening of the l3-4 facet as well as epidural fibrosis and type 1 modic change. On (B)(6) 2010 the patient was presented for office visit with low back pain and right leg pain. Recurrent right l3-4 herniated nucleus pulposus with l3-4 degenerative instability. The patient also underwent x-rays of the lumbar spine. No complication was reported. The patient underwent a surgery. Preoperative diagnosis: recurrent right l3-l4 lateral herniated nucleus pulposus. Right l3 inferior facet fracture. Intractable back and leg pain secondary to above. Procedures performed: right l3 and l4 partial hemilaminectomies, right l3-l4 facetectomy and l3-4 recurrent discectomy. Right l3 transforaminal interbody fusion with a 10 x 26 mm cage, rhbmp-2/acs and morselized bone graft. L3-l4 posterolateral fusion withtsrh-3d pedicle screw fixation morselized bone graft and rhbmp-2/acs. Local bone autograft harvesting. Perop notes: the midas rex drill with a 3 mm burr was used to perform partial hemilaminectomies at l3 and l4, as well as an l3-l4 total facetectomy. As expected from the CT scan, the inferior facet at l3 was fractured. The bone dust was collected in a lukens trap and ultimately mixed with ceramic bone graft extender to form the morselized bone graft. The dura was carefully dissected away from scar tissue and bone. The pedicle at l4 was easily identified. The pedicle entry points were identified at l3 and l4. The cortex of the bone was punctured with the drill. Strips of rhbmp-2 were layered with morselized bone graft on both sides. Then the pedicle screws were placed. The vertebral endplates were roughened with the serrated curettes. Then and morselized bone graft were packed in the disc space. A 10 x 26 mm cage was filled with morselized bone graft and countersunk in the disc space. The distractor was removed. The walls of the pedicles were probed and found to be intact. Gelfoam was placed over the back of the cage. Gelfoam was then placed over the exposed dura and nerve root. Next, the 5.5 mm titanium rod was cut and contoured and attached to the pedicle screws with appropriate connectors. Offset connectors were used at l3. The connectors were tightened to appropriate breakoff torque on the setscrews. On (B)(6) 2010 the patient underwent x-rays of the chest due to hypertension. No complication was reported. The patient was also presented for office visit. Assessment: unexplained leukocytosis with left shift and recent infection of some sort treated with oral antibiotics. I would like to get those records on antibiotic choice and what they were treating. Pa and lateral chest x-ray as well as a urine specimen. On (B)(6) 2010 the patient underwent CT scan of pelvis and abdomen. Impressions: there is marked asymmetry involving the iliopsoas muscles with the left being much larger than the right and with air stipple throughout the inferior portion of the psoas muscle and iliacus muscle. These findings are consistent with extensive myositis but without evidence of frank abscess. On (B)(6) 2010 the patient underwent x-rays of the chest due to PICC line placement. Impressions: right PICC line catheter, tip in the distal svc. No radiographic evidence of acute cardiopulmonary disease. The patient also underwent CT scan of pelvis and abdomen. Impressions: stranding around the psoas muscle and left kidney has decreased slightly. There was still enlargement of the left psoas muscle and iiiopsoas complex. Small focal areas of low attenuation fluid were seen throughout the mid and lower left psoas muscle and iliopsoas complex which I suspect represent microabscesses. A dominant drainable collection is currently not identified. The left psoas complex, however, retains markedly abnormal. Postsurgical fluid and edema is noted posterior to the spinous processes with small amounts of subcutaneous air which are postsurgical changes from spinal surgery on (B)(6) 2010 the patient underwent x-rays of the lumbar spine. No complication was reported. On (B)(6) 2010 the patient was presented for office visit. Physical examinations: he was stiff with limited range of motion. He ambulates with cane. Impressions: residual right l3/4 radiculopathy secondary to l3/4 disc herniation. Left iliopsoas myositis. Hypertension. On (B)(6) 2010 the patient was presented for office visit. Impressions: status post l3-4 recurrent diskectotny and posterior fusion. Unfortunately, the patient continues to have significant pain. Left iliopsoas myositis appears improved. On (B)(6) 2011 the patient was presented for office visit with low back and right thigh pain. Impressions: chronic mechanical low back pain syndrome. Status post l3/4 decompression and posterior fusion. Status post treatment for left iliopsoas myositis. On (B)(6) 2011 the patient underwent x-rays of the lumbar spine. Impressions: there were only mild degenerative changes elsewhere in the spine. On (B)(6) 2011 the patient was presented for office visit with low back and leg pain. Assessment: history of artificial disc implantation and posterior lumbar fusion at l3-l4. He has radiologic evidence for disc disease and soft tissue edema yielding foraminal stenosis at l4 and disc disease at l5. The etiology of the patient's current ,pain may be attributable to the soft tissue edema or scar tissue secondary to his lumbar surgery. On (B)(6) 2011 the patient was presented for office visit with low back and right thigh pain. Impressions: chronic mechanical low back pain syndrome. Status post l3-4 decompressions and posterior fusion. Status post left iliopsoas infection and myositis. Residual right l3 and l4 radiculopathies. On (B)(6) 2011 the patient was presented for office visit with low back and leg pain. Impressions: chronic mechanical low back pain syndrome. Status post l3-4 decompressions and posterior fusion. Status post left iliopsoas infection and myositis. Residual right l3 and l4 radiculopathies. On (B)(6) 2011 the patient underwent x-rays of the lumbar spine. Impressions: no radiographic evidence of acute compressions fracture of the lumbar spine. Posterior l3/l4 fusion hardware. No evidence of hardware complication. On (B)(6) 2013 the patient underwent x-rays of the lumbar spine. Impressions: he has good position of the pedicle screws at l3 and la. There is an interbody cage. Alignment of the lumbar spine is normal. He does have evidence or degenerative disk disease. Particularly through the thoracolumbar region. He has normal -sagittal curvature. On (B)(6) 2013 the patient underwent psychotherapy evaluation. On (B)(6) 2013 the patient underwent psychosocial evaluation. On (B)(6) 2013 the patient was presented for office visit with low back pain. Impressions: chronic-mechanical low. Back pain syndrome. Lumbar spondylosis. Status post l3-4 posterior fusion. There appears to be a solid arthrodesis. On (B)(6) 2014 the patient was presented for office visit with low back pain and right leg pain. The patient underwent MRI of the lumbar spine. This showed the evidence of signal change in the l3 and l4 vertebral bodies. There is some foraminal stenosis, although artifact can certainly affect that. Impressions: chronic mechanical low back pain syndrome. Status post l3-l4 posterior fusion. History of left psoas muscle abscess. No evidence of ongoing infection. On (B)(6) 2013 the patient presented with complaints of hypertension, back pain, right shoulder pain, anxiety and smothering. The patient also mentions heart hurts him, with smothering at times feels it "fluttering" at times. The patient mentions he gets warm, but doesn't become sweaty and feels weak when it happens. Assessment: hypertension, hyperlipidemia, chest tightness, palpitations. On (B)(6) 2013 the patient came for a follow-up with complaint of joint pain, gad, and right shoulder pain, had surgery once, denies re-injury and limited rom. Assessment: hypertension, hyperlipidemia. On (B)(6) 2015 the patient underwent MRI of the lumbar spine. Impression: edema present at the l2 level. On (B)(6) 2013 the patient came for a follow-up of htn, copd, back pain and right shoulder pain. The patient mentioned he had x-rays. Assessment: hyperlipidemia, lumbar/thoracic strain with radiculopathy. On (B)(6) 2014 the patient underwent CT scan of the lumbar spine. Impression: these reveal the patient's spinal fusion at l3-l4 with instrumentation. Degenerative disc disease at the level of l2-l3 and l1-l2. On (B)(6) 2013 the patient underwent x-ray of chest pa and lateral. Impression: stable radiographic appearance of the chest. On (B)(6) 2013 the patient follow-up of tobacco use (rolls his own without filters) right shoulder pain, copd and back pain. The patient mentioned he had x-rays. Assessment: hyperlipidemia, hypertension, obstructive chronic bronchitis with (acute) exacer, chest tightness, tobacco use disorder. On (B)(6) 2013 the patient underwent CT of chest w <(>&<)>w/o contrast due to right upper chest wall pain. Impression: no definitive pulmonary abnormality mild atherosclerotic disease of the aorta no evidence of lymphadenopathy. The right chest wall is grossly unremarkable. On (B)(6) 2013 the patient came for a follow-up for hypertension, chronic back pain and copd. Assessment: hyperlipidemia, hypertension, shoulder pain, tobacco use disorder, lumbar/thoracic strain with radiculopathy. On (B)(6) 2013 the patient came for a follow-up htn, back pain, sciatica, copd, and right shoulder pain. The patient also complains of loss of power in his legs and depression. Assessment: hyperlipidemia, hypertension, depression. On (B)(6) 2013 the patient came for a follow-up with complaints of chest pressure, heaviness and smothering for about the past 2 months. He says waking up in am with heart "fluttering" and having leg cramps during the night. The patient also complains of cramping in his right arm and leg. The patient also complains of low back pain with muscle spasm from back surgery he had. Assessment: hyperlipidemia, hypertension. On (B)(6) 2013 the patient came for a follow-up for htn, copd, depression, gerd, hyperlipidemia. The patient describes his chest pain as a pressure/tightness without nausea, diaphoresis, intermittent for the past several months. The patient complains of muscle pains and headaches. Assessment: hyperlipidemia, hypertension, lumbar/thoracic strain with radiculopathy and chest tightness. On (B)(6) 2013 the patient underwent CT scan of the thorax tom evaluate for calcium in the coronary arteries for calcium scoring. The CT scan showed calcifications in the lad at 5 separate areas. There were also some calcifications in the circumflex artery. There were no right coronary artery calcifications. The calcium scoring concerning the density of the calcifications and the volume if 87. On (B)(6) 2013 the patient came for a follow-up with complaints of pressure and "fluttering" in heart. He has htn, copd, depression, oa, hyperlipidemia, muscle spasm and gerd. Assessment: hyperlipidemia, hypertension, lumbar/thoracic strain with radiculopathy. On (B)(6) 2013 the patient came for an office visit and reports that his back pain is constant pain which is dull and aching and radiating down his leg and reports that his numbness is getting worse all the time. As per medical records, there is midline lumbar pain and tenderness, there is increasing radiation of pain into the lower extremities. Patient's active range of motion is not within normal limits. Patient's flexion, extension, rotation, hyperextension, forward bending, backward bending, and side bending range of motion is not within normal limits, pain, due to aggregation caused by, and spasm. Spine ros: lumbar ros: positive for: pain, tenderness. Assessment: lumbar, radiculopathy, muscle spasm in back, hypertension. The patient underwent MRI of cervical spine. On (B)(6) 2013 the patient presented with atypical chest pain, palpitations, hyperlipidemia, chronic back pain syndrome. In (B)(6) of this year the patient was having chest pressure, generalized weakness, shortness of breath, nausea and diaphoresis, also some left arm discomfort that he described as lasting a few moments and then throbbing. Musculoskeletal review: chronic low back pain. Assessment: chest pain, palpitations, gerd, nausea, htn, tobacco abuse. On (B)(6) 2014 the patient came for a follow-up and reports report that he has been having increased pain from his low back radiating into the groin region. He reports that he had a recent fall on the graveyard because his right leg gave out. He reports that it feels like he is about to urinate all the time but cannot. He reports that his urine is dark. The patient reports that he thinks he has slipped another disc out. Assessment: hypertension, hyperlipidemia, degenerative disc disease. As per medical records, there is midline lumbar pain and tenderness; there is increasing radiation of pain into the lower extremities. Patient's active range of motion is not within normal limits. Spine ros: lumbar ros: positive for: pain tenderness range of motion limited in forward bending backward bending side bending. On (B)(6) 2014 the patient underwent x-ray of thoracic and lumbar spine. On (B)(6) 2014: the patient came for a follow-up with complaints of increased back pain in the low back. Assessment: hypertension, degenerative disc disease, headache. On (B)(6) 2014 the patient came for a follow-up with complaint of low back pain with history of lumbar fusion and complaint of pain in area with burning pain in low back with pain. He is on meds for htn, copd, depression, hyperlipidemia and gerd. Assessment: hyperlipidemia, hypertension, obstructive chronic bronchitis with (acute) exacer, degenerative disc disease. On (B)(6) 2014 the patient came for a follow-up visit of back pain, depression, and htn. The patient complained of running a low grade temp and feeling worse with his back. Musculoskeletal: positive for aches and pains soreness stiffness of low back. As per medical records, there is midline lumbar pain and tenderness; there is increasing radiation of pain into the lower extremities. Assessment: depression, lumbago, fever unspecified. On (B)(6) 2014 the patient came for an office visit due to right low back pain with right lower extremity radiculopathy. Neurological review indicated short term memory loss. Impression: right lower back pain with right lower extremity radiculopathy status postop spinal fusion. On (B)(6) 2010 patient underwent x-ray five views of the lumbar spine with obliques. Impression: mild degenerative disc changes noted throughout the lumbar disc space. No other source of the patient's back pain was demonstrated. On (B)(6) 2010 patient he was admitted on (B)(6) 2010 and underwent l3-l4 laminectomy with placement of interbody fusion and pedicle screws. On (B)(6) 2010 patient presented with myositis of the left iliopsoas. On (B)(6) 2010 patient underwent x-ray five views of the lumbar spine with obliques. Impression: no source of the patient's back pain was demonstrated. On (B)(6) 2010 patient underwent x-ray five views of the lumbar spine with obliques. Impression: no significant change was seen in the comparison to earlier exam. On (B)(6) 2011 patient underwent x-ray spine lumbar ap and lat. Impression: multilevel degenerative disc disease. Status post posterior hardware fusion of l3-l4. On (B)(6) 2011 patient underwent pa and lateral views of the chest for chest pain. Impression: no evidence of active disease in the chest. No source of the patient's chest pain was demonstrated. Patient also underwent x-ray three views of the left ribs for chest pain. Impression: left 6th and 7th fractures. On (B)(6) 2011 patient presented for a visit and reported back and neck pain. On (B)(6) 2012 patient presented for a visit and reported swelling associated with bleeding, fever and purulent drainage. Gallbladder incision kept opening and draining. The severity was moderate and had been worsening and was constant. The patient denies any history of trauma. The swelling was aggravated by surgery. Interventions the patient had tried have not provided any relief. On (B)(6) 2012 patient presented for a visit and reported fever associated with injury, swelling and hot to the touch. On (B)(6) 2012 patient underwent x-ray spine cervical complete. Impression: no acute or destructive bony abnormality is seen. No prevertebral soft tissue swelling. On (B)(6) 2013 presented for follow-up with lower back pain, neck pain and depression. On (B)(6) 2013 patient underwent CT scan of the abdomen and pelvis done with IV and oral contrast. Impression: there is evidence of hemorrhage in the subcutaneous tissues of the right flank area where there is felt to be acute blood. No intraperitoneal posttraumatic changes were identified. On (B)(6) 2013 patient underwent x-ray three views of right hand. Impression: no acute fractures or dislocations are noted in the right hand. On (B)(6) 2013 patient underwent x-ray five views of lumbar spine including obliques. Impression: no acute bony abnormality. Patient also underwent portable ap portable chest x-ray. Impression: the cardiac silhouette and mediastinum are normal in size and shape. The lungs are both well aerated. There was no evidence of pneumothorax. No pleural effusions were noted in the dependent portion of the chest. On (B)(6) 2015 patient presented with depression, symptom of sleeping constantly and irregular eating patterns. On (B)(6) 2014 : the patient underwent CT of lumbar spine due to back pain. Impression: vertebral endplate changes at l2-3 and l3-4 concerning for possible discitis infection. The other lower lumbar discs were well maintained. The alignment of other vertebral bodies is stable. Changes of vertebral endplates at 3-4 are fairly stable. The changes in vertebral endplates at 2-3 are new making inflammatory process very likely. On (B)(6) 2014: the patient presented with high blood pressure, high cholesterol, and chronic back pain. Diagnosis: lumbago, hypertensive disorder, mixed hyperlipidemia, sciatica, femoral neuropathy. On (B)(6) 2014: the patient presented with high blood pressure having migraine. Diagnosis: lumbago, hypertensive disorder, mixed hyperlipidemia, sciatica, femoral neuropathy.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
Patient demographics: current - age: (B)(6); height: (B)(6), weight: (B)(6). It was reported that morselized bone graft, pedicle screw and rhbmp-2/acs were also used in the surgery. The patient had infection for over a year after the surgery. The patient was disabled. On (B)(6) 2010, the patient was diagnosed for severe back pain radiating to right leg. He also complained of frequent falls, inability to do sex, inability to do work, constant headache, neck pain and worsening depression. The pain was reported to have begun about a month after being discharged from hospital and antibiotics being stopped. On an unknown date in 2011, the patient was diagnosed with "pcp", hypertension, cholesterol, back pain and leg pain. In (B)(6) 2014, the patient had gall bladder stitches removed 3 times. In (B)(6) 2014, he had complaints of depression. On unknown dates in the winter of 2014-15, the patient was treated for back pain and administered steroid and morphine shots. From (B)(6) 2015 to the present, the patient has been diagnosed with "pcp"-hypertension, cholesterol, back pain and leg pain. On unknown dates, the patient was admitted for radiology tests.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015 the patient underwent CT of lumbar spine due to chronic lower back pain. Impression: postsurgical and degenerative changes but no acute abnormality.

Event description:
It was reported that on (B)(6) 2010 patient presented for office visit. On (B)(6) 2014 patient presented with chief complaint of side back pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 patient underwent x-ray five views of the lumbar spine with obliques. Impression: mild degenerative disc changes noted throughout the lumbar disc space. No other source of the patient¿s back pain was demonstrated. On (B)(6) 2010 patient he was admitted on (B)(6) 2010 and underwent l3-l4 laminectomy with placement of interbody fusion and pedicle screws. On (B)(6) 2010 patient presented with myositis of the left iliopsoas. On (B)(6) 2010 patient underwent x-ray five views of the lumbar spine with obliques. Impression: no source of the patient¿s back pain was demonstrated. On (B)(6) 2010 patient underwent x-ray five views of the lumbar spine with obliques. Impression: no significant change was seen in the comparison to earlier exam. On (B)(6) 2011 patient underwent x-ray spine lumbar ap and lat. Impression: multilevel degenerative disc disease. Status post posterior hardware fusion of l3-l4. On (B)(6) 2011 patient underwent pa and lateral views of the chest for chest pain. Impression: no evidence of active disease in the chest. No source of the patient's chest pain was demonstrated. Patient also underwent x-ray three views of the left ribs for chest pain. Impression: left 6th and 7th fractures. On (B)(6) 2011 patient presented for a visit and reportedb ack and neck pain. On (B)(6) 2012 patient presented for a visit and reported swelling associated with bleeding, fever and purulent drainage. Gallbladder incision kept opening and draining. The severity was moderate and had been worsening and was constant. The patient denies any history of trauma. The swelling was aggravated by surgery. Interventions the patient had tried have not provided any relief. On (B)(6) 2012 patient presented for a visit and reported fever associated with injury, swelling and hot to the touch. On (B)(6) 2012 patient underwent x-ray spine cervical complete. Impression: no acute or destructive bony abnormality is seen. No prev ertebral soft tissue swelling. On (B)(6) 2013 presented for follow-up with lower back pain, neck pain and depression. On (B)(6) 2013 patient underwent CT scan of the abdomen and pelvis done with IV and oral contrast. Impression: there is evidence of hemorrhage in the subcutaneous tissues of the right flank area where there is felt to be acute blood. No intraperitoneal posttraumatic changes were identified. On (B)(6) 2013 patient underwent x-ray three views of right hand. Impression: no acute fractures or dislocations are noted in the right hand. On (B)(6) 2013 patient underwent x-ray five views of lumbar spine including obliques. Impression: no acute bony abnormality. Patient also underwent portable ap portable chest x-ray. Impression: the cardiac silhouette and mediastinum are normal in size and shape. The lungs are both well aerated. There was no evidence of pneumothorax. No pleural effusions were noted in the dependent portion of the chest. On (B)(6) 2015 patient presented with depression, symptom of sleeping constantly and irregular eating patterns. On (B)(6) 2014 : the patient underwent CT of lumbar spine due to back pain. Impression: vertebral endplate changes at l2-3 and l3-4 cocerning for possible discitis infection. The other lower lumbar discs were well maintained. The alignment of other vertebral bodies is stable. Changes of vertebral endplates at 3-4 are fairly stable. The changes in vertebral endplates at 2-3 are new making inflammatory process very likely. On (B)(6) 2014: the patient presented with high blood pressure, high cholesterol, and chronic back pain. Diagnosis: lumbago, hypertensive disorder, mixed hyperlipidemia, sciatica, femoral neuropathy. On (B)(6) 2014: the patient presented with high blood pressure having migraine. Diagnosis: lumbago, hypertensive disorder, mixed hyperli pidemia, sciatica, femoral neuropathy. On (B)(6) 2010, the patient presented with low back pain and right leg pain. On (B)(6) 2010, the patient presented for follow-up of surgery with abdominal pain. On (B)(6) 2010, the patient underwent CT of abdomen and pelvis. On (B)(6) 2010, the patient presented with significant pain post fusion. On (B)(6) 2011, the patient underwent MRI of lumbar spine. On (B)(6) 2011, the patient underwent MRI of lumbar spine. On (B)(6) 2013, the patient underwent CT of abdomen and pelvis. On (B)(6) 2013, the patient underwent CT of chest. On (B)(6) 2014, the patient underwent x-ray of lumbar spine. On (B)(6) 2014, the patient underwent MRI of lumbar spine. On (B)(6) 2014: the patient underwent CT of abdomen wo <(>&<)> pelvis wo contrast. Impression: there were no acute findings on today¿s exam. No renal stones or obstruction; the gallbladder and appendix were surgically absent; post-op changes in lumbar spine.

Event description:
It was reported that on (B)(6) 2002 the patient presented with right shoulder and upper extremity pain. Impressions: rotator cuff tear of the right shoulder; carpal tunnel syndrome. On (B)(6) 2002 the patient presented for an office visit. On (B)(6) 2002 the patient presented with pain, numbness and tingling of the right arm. On (B)(6) 2004 the patient visited to office due to little discomfort in his shoulder (B)(6) 2004 the patient underwent physical examination of right shoulder. On (B)(6) 2004 the patient presented for follow up. Patient was still having some discomfort but improving with his shoulder. On (B)(6) 2015 patient presented with depression, symptom of sleeping constantly and irregular eating patterns, alcohol dependence, opioid dependence, trouble seeing and sore throat, frequent headaches, chest pain, high blood pressure. Assessment: back and right leg pain, burning and throbbing pain.